Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). It was reported that they had an adjustment today and they were told to call patient services because there was a burning sensation on their implant and has been going on for few months. Patient confirmed that even now they feel the burning sensation and that does not happen even if they are not charging their implant. Agent redirected patient to their healthcare provider (hcp) to further address the concern.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.